Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the right ventricular lead exhibited noise episodes. Programming changes were made. The patient was in stable condition.